Event description:
Device 1 of 3. Reference MFR report: 1627487-2012-02234 and 1627487-2012-02256. It was reported the patient has felt a burning sensation while charging his ipg with the stimulation off since his implant date. He stated his charger gets warm which causes a burning sensation a few minutes into charging. He reported he was unaware of whether any redness occurs as his ipg site is located on his back. It was reported he tried the charging precautions that were recommended but these have not alleviated the issue. It was reported he has requested that his physician explant the system. Follow-up identified the patient still has intermitting warming while charging. He also reported inadequate pain coverage in his legs and back. He stated he currently has no plans to explant the system but will follow-up with his physician to discuss the next course of action. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction/removal report numbers: 1627487-12192011-003-r, 1627487-07262012-002-r. This ipg serial number was included in a field advisory and field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.